Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and pregnancy with contraceptive device ("pregnancy") in a 33-year-old female patient who had essure (batch no. B61387, b66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 ((B)(6)2001, (B)(6)2004, (B)(6)2005,(B)(6)2012,(B)(6)2014, (B)(6)2016), hypertension, miscarriage and preterm labor. Concurrent conditions included obesity, depression, bartholin's cyst, wrist pain, migraine, headache, intracranial hemorrhage, neck injury, amenorrhea and paratubal cyst. Concomitant products included hydrocodone, ibuprofen and methyldopa. In (B)(6), the patient experienced pelvic pain ("pain"). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("rash on hands and feet"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation and pregnancy with contraceptive device outcome was unknown and the pelvic pain, rash and vulvovaginal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2016. The reporter considered pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 170lbs lbs she did not allege that essure caused birth defects. The plaintiff experienced another pregnancy episodes in (B)(6)2015, captured under the cases(B)(4). Insertion procedure according to medical records: it appeared that the essure was not going the right way, so the essure was removed and repositioned, and entered in again, the second time it went into the tube. Essure was placed, however only the end of the coil was seen in the tube, but we knew that the coil was in there, then the introducer was removed and then a second essure was inserted, and for the left tube, this was inserted also according to the protocol and this time 4coils were noted trailing inti the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6)2016: unilateral occlusion (B)(6)2016- hysterosalpingogram : bilateral essure micro-inserts are seen. The left essure micro-insert is in the left proximal fallopian tubes in good position. No contrast seen in the left fallopian tube. No free spillage of contrast into the left peritoneal cavity. The right fallopian tube is opacified with contrast with free spillage into the right peritoneal cavity. The right essure micro-insert appears to situated in the myometrium of the uterine fundus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : - device expulsion, embedded device" most recent follow-up information incorporated above includes: on (B)(6)2018: events- "pregnancy, rash on hands and feet, vaginal pain,device ineffective", reporter, lot number, added from pfs. Concomittant and historical condition, lab test added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and pregnancy with contraceptive device ("pregnancy") in a 33-year-old female patient who had essure (batch no. B61387, b66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2005 , (B)(6) 2012, (B)(6) 2014, (B)(6) 2016), hypertension, miscarriage and preterm labor. Concurrent conditions included obesity, depression, bartholin's cyst, wrist pain, migraine, headache, intracranial hemorrhage, neck injury, amenorrhea and paratubal cyst. Concomitant products included hydrocodone, ibuprofen and methyldopa. In 2014, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("rash on hands and feet"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and pregnancy with contraceptive device outcome was unknown and the pelvic pain, rash and vulvovaginal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 170lbs lbs. She did not allege that essure caused birth defects. The plaintiff experienced another pregnancy episodes in (B)(6) 2015, captured under the cases (B)(4). Insertion procedure according to medical records: it appeared that the essure was not going the right way, so the essure was removed and repositioned, and entered in again, the second time it went into the tube. Essure was placed, however only the end of the coil was seen in the tube, but we knew that the coil was in there, then the introducer was removed and then a second essure was inserted, and for the left tube, this was inserted also according to the protocol and this time 4coils were noted trailing inti the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion. (B)(6) 2016- hysterosalpingogram : bilateral essure micro-inserts are seen. The left essure micro-insert is in the left proximal fallopian tubes in good position. No contrast seen in the left fallopian tube. No free spillage of contrast into the left peritoneal cavity. The right fallopian tube is opacified with contrast with free spillage into the right peritoneal cavity. The right essure micro-insert appears to situated in the myometrium of the uterine fundus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device expulsion, embedded device". Batch number: b61387 exp date:31-aug-2016 man date:19-aug-2013. Batch number: b66021 exp date:31-aug 2016 man date:19-aug-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2005,(B)(6) 2012,(B)(6) 2014, (B)(6) 2016), hypertension, miscarriage and preterm labor. Concurrent conditions included obesity, depression, bartholin's cyst, wrist pain, migraine, headache, intracranial hemorrhage, neck injury, amenorrhea and paratubal cyst. Concomitant products included hydrocodone, ibuprofen and methyldopa. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced rash ("rash on hands and feet"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and genital haemorrhage outcome was unknown and the pelvic pain, rash and vulvovaginal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, rash and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 170lbs lbs she did not allege that essure caused birth defects. The plaintiff experienced another pregnancy episodes in (B)(6) 2015, captured under the cases (B)(4). Insertion procedure according to medical records: it appeared that the essure was not going the right way, so the essure was removed and repositioned, and entered in again, the second time it went into the tube. Essure was placed, however only the end of the coil was seen in the tube, but we knew that the coil was in there, then the introducer was removed and then a second essure was inserted, and for the left tube, this was inserted also according to the protocol and this time 4coils were noted trailing into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (B)(6) 2016- hysterosalpingogram : bilateral essure micro-inserts are seen. The left essure micro-insert is in the left proximal fallopian tubes in good position. No contrast seen in the left fallopian tube. No free spillage of contrast into the left peritoneal cavity. The right fallopian tube is opacified with contrast with free spillage into the right peritoneal cavity. The right essure micro-insert appears to situated in the myometrium of the uterine fundus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device expulsion, embedded device" batch number: b61387 exp date:31-aug-2016 man date:19-aug-2013. Batch number: b66021 exp date:31-aug 2016 man date:19-aug-2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. B61387, b66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2012, (B)(6) 2014, (B)(6) 2016), hypertension, miscarriage and preterm labor. Concurrent conditions included obesity, depression, bartholin's cyst, wrist pain, migraine, headache, intracranial hemorrhage, neck injury, amenorrhea and paratubal cyst. Concomitant products included hydrocodone, ibuprofen and methyldopa. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced rash ("rash on hands and feet"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and genital haemorrhage outcome was unknown and the pelvic pain, rash and vulvovaginal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, rash and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 170lbs lbs she did not allege that essure caused birth defects. The plaintiff experienced another pregnancy episodes in (B)(6) 2015, captured under the cases (B)(4). Insertion procedure according to medical records: it appeared that the essure was not going the right way, so the essure was removed and repositioned, and entered in again, the second time it went into the tube. Essure was placed, however only the end of the coil was seen in the tube, but we knew that the coil was in there, then the introducer was removed and then a second essure was inserted, and for the left tube, this was inserted also according to the protocol and this time 4coils were noted trailing inti the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (B)(6) 2016- hysterosalpingogram : bilateral essure micro-inserts are seen. The left essure micro-insert is in the left proximal fallopian tubes in good position. No contrast seen in the left fallopian tube. No free spillage of contrast into the left peritoneal cavity. The right fallopian tube is opacified with contrast with free spillage into the right peritoneal cavity. The right essure micro-insert appears to situated in the myometrium of the uterine fundus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : - device expulsion, embedded device". Batch number: b61387 exp date:31-aug-2016 man date:19-aug-2013. Batch number: b66021 exp date:31-aug 2016 man date:19-aug-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Event heavy bleeding was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.